Event description:
It was reported that the wire tip got detached. The target lesion was located in the severely calcified artery. A 330cm rotawire was selected for use. During the procedure, the wire did not unravel nor did the burr make contact with the tip. It was then noted that the wire tip got detached at .014 tip and .009 wire that are welded. The device was not removed. There were no patient complications reported.